Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable clamp tubing alarm was noted. It was also reported that the screen read stopped, pump was silenced, settings reviewed, and pump was restarted but the alarm returned. No patient consequences were reported. No adverse effects were reported.